Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. Recall and notification with correction number z-0497-2013 does not apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a distributor regarding a patient who was receiving baclofen at 2 ,000 mcg/ml at flex infusion mode with a daily dose of 2,001.7 mcg/day via an implantable pump for tetraplegic cerebral palsy.   It was reported that there was a motor stall that was confirmed by pump logs that occurred on (B)(6) 2018 at 11:02. It was reported that there were no previous motor stalls and there were no known contributing factors or causes that led to the motor stall. A new pump was implanted on (B)(6) 2018. It was reported that there was no harm, injury, or death but was also later reported that the patient experienced markedly increased dystonic spasms. The patient outcome was reported as good. The baclofen used with the pump included (B)(4). No further complications were reported and/or anticipated.